Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the water level alarm worked as per specifications. The device was successfully calibrated. No product problems were identified during testing.

Event description:
It was reported the device kept giving false "low fluid level" alert. Issue was found during preventive maintenance; no patient involved.